Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a manufacturer representative that felt like her 37612 was not needing recharging as much as usual, and she started having some return of symptoms in her right hand. We tried reprogramming today, and she is now reporting intense warmth and tension. Additionally, she felt sensations when we palpated her lead/extension connection site. They tried to program new settings, but that did not solve the problem(s). Possible external factors that may have contributed to issue is weight lifting. Surgical intervention is planned, however, has not been scheduled. Revision was conducted on 5/13. Extensions were replaced after testing lead wires with alligator clips. Impedances increased but most were still within normal limits. However, when patient woke up, they tested and still got the same side effects and issues. The warmth felt was just around the ear/ cheek area. The surgeon was concerned with some fluid that ¿didn¿t look quite right¿, and he sent some cultures to lab. After the revision did not help, he decided to pull the entire system over concern of possible infection and knowing there is an issue with both lead wires. He did this on 5/16/21. Ins, extensions, and leads were going to be returned as they felt there was micro fractures/ irregularities with the leads.

Manufacturer narrative:
H3. Analysis of the ins (s/n (B)(6)) found no significant anomaly. Analysis of the extension (s/n (B)(6)) found no anomaly. Analysis of the lead (l/n va21x0y) found no significant anomaly. Analysis of the extension (s/n (B)(6) found no anomaly. Analysis of the lead (l/n va22mxm) found no significant anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that on may 10 and may 11 of 2021 the physician had performed forceful pushing, twisting and manipulation of the body to try to palpate and resolve the issue. On may 15, 2021 the doctor surgically explanted the entire system. After the explant they said one of the leads was yellowed and looked like the type of lead you might see in an elderly patient. They were concerned about some "slime" they noticed on the leads and thought it might be an infection, which was thought to make the device fail. All cultures were negative with the patient never displaying fever, nausea, vomiting, sweating, chills or pain suggestive of an infection. The physician put the patient on antibiotics, so they couldn't be reimplanted with their dbs products for months. As a result the patient's myoclonic dystonia returned in serious fashion. The products were reimplanted on july 29, 2021, but they continue to require significant amounts of medication and ongoing medical care. The patient also suffered from bladder injuries and urinary tract issues where they are not able to empty their bladder normally, as well as recurrent urinary tract infections.

Event description:
Additional information received from the consumer reported the neurostimulator from april 10th was perfect, they hit the right spot, and the leads were inthe perfect position so their walking improved. Around may 10th they noticed they had high impedances so the m alfunctioning leads were taken out in may.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.